Manufacturer narrative:
The conclusions are as follows: observations from the patient files and device¿s expertise: - overconsumption leading to a premature battery depletion has been observed. This overconsumption is triggered by electromagnetic interferences (emi) induced by an electrocautery use during the implantation procedure, very close to the concern device and in a very specific phase of the automatic implantation detection: within five minutes after the ventricular lead connection confirmation. - electrocautery is not recommended once the device is in the pocket since it cannot be used far from the pacemaker. - at reception, the device has been opened and deeply analysed. The pacemaker protections against emi have been tested and confirmed working as intended. - no device failure has been confirmed. - however, a software improvement to increase the margin of protection against electro magnetic interferences (emi) that could occur during implantation phase has been implemented. Please refer to the attached analysis report.

Event description:
The patient came to emergency with a heart rate at 28 bpm. The subject pacemaker did not pace anymore and no interrogation was possible. The magnet has been used but no response from the pacemaker neither. This pacemaker was implanted in (B)(6) 2023 and only one follow up was performed since the implantation.

Event description:
The patient came to emergency with a heart rate at 28 bpm. The subject pacemaker did not pace anymore and no interrogation was possible. The magnet has been used but no response from the pacemaker neither. This pacemaker was implanted in (B)(6) 2023 and only one follow up was performed since the implantation. The patient did not undergo an MRI or something else. The device will be returned for expertise.